Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarm which was not reproduced. Evaluation found the pump to alarm when an upstream occlusion was induced as designed. Evaluation found cracks on the upstream sensor flex tail however causing the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump failed to alarm properly for an upstream occlusion. It was also reported there was no patient involvement.